Event description:
It was reported by service report that the foot brake was not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake pin guide.